Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D10. Concomitant medical products. Ilpc443u, certain® low profile one-piece abutment 4.1 mm(d) x 3 mm(h) lot 2022090262.

Event description:
Doctor reported fracture of multiunit screws tightened at 10 n. Placement date:(B)(6) 2025. Removal date: (B)(6) 2026.